Event description:
Coiling treatment of an aneurysm. It was reported that the coil could not be detached. Upon removal, the coil detached. The physician was able to used the pusher to push the coil into the aneurysm. No patient injury reported.

Manufacturer narrative:
The device will not be returned for evaluation as it was discarded.